Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, service history review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. The customer was instructed to replace and calibrate the r2 probe. The customer replaced and calibrated the arc, probe (r2 pipettor) to resolve the issue. A review of the analyzer service history was performed and no contributing factor on or around the date of the event was found. There have been no further occurrences of discrepant results since the arc, probe was replaced and calibrated. Tracking and trending review was completed. No adverse trend for erratic results, as described in this event, was identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer observed a falsely elevated architect high sense troponin result. The customer indicated the patient did not have any symptoms for cardiac arrest. The customer provided the following data for 2 patients (customers cut off is 100 pg/ml): sid (B)(6): ((B)(6) 2018, male patient): initial result 116.9 pg/ml, centrifuged and retested 39.5 pg/ml and 100.0 pg/ml. Sid (B)(6) ((B)(6) 2018, female patient): initial result 361.9 pg/ml, retest 39.6 pg/ml. There was no adverse impact to patient management reported.